Event description:
Device issue: none. Adverse event: failure to achieve hemostasis, surgical intervention. Time of adverse event: during vessel closure. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure utilizing a "pre-close" technique of the common femoral artery after an interventional procedure. Reportedly, after fully advancing the knot to the arterial surface, bleeding continued. An attempt to tighten the knot to stop the bleeding was made by pulling the non-rail (white) suture, but a piece of the intima of the artery was pulled from the vessel. The vessel was surgically patched. Hemostasis was achieved with surgical closure. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.